Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via anterograde approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A restenosed site was noted between the peripheral superficial artery (sfa) and popliteal artery. First dilatation was performed using a non bsc balloon catheter; however the balloon ruptured. A 2.5mm x 40mm x 145cm coyote¿ es balloon catheter was then selected and advanced to dilate the lesion. During the first inflation, the balloon ruptured at 8 atmospheres. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ balloon catheter and a non bsc balloon catheter were then advanced to dilate the lesion; however, both devices ruptured. Dilatation was successfully performed using a coyote es balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of coyote es balloon catheter. There was blood in the inflation lumen and balloon. Magnified inspection of the balloon revealed a 1cm longitudinal tear in the balloon material. Microscopic examination of the balloon presented no irregularities in the balloon material or markerbands that could have contributed to the damage. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via anterograde approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A restenosed site was noted between the peripheral superficial artery (sfa) and popliteal artery. First dilatation was performed using a non bsc balloon catheter; however the balloon ruptured. A 2.5mm x 40mm x 145cm coyote es balloon catheter was then selected and advanced to dilate the lesion. During the first inflation, the balloon ruptured at 8 atmospheres. A 4.00mm/1.5cm/140cm small peripheral cutting balloon catheter and a non bsc balloon catheter were then advanced to dilate the lesion; however both devices ruptured. Dilatation was successfully performed using a coyote es balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.